Event description:
The equipment broke down more than once during a complicated surgery. It appears that the hospital professional decided to re-start the equipment after each breakdown and continue with the case. This resulted in the patient getting too much contrast media.